Event description:
Add'l info regarding this event was received from the reporting ophthalmologist. The original intraocular lens (iol) was implanted "on the bag" to serve as temporary zonular support. On the first postoperative day, the iol was noted to have rotated. The lens was removed and replaced with a permanent anterior chamber lens with excellent results. There was no vitreous loss. The ophthalmologist indicates this event was not lens related and did not represent a lens malfunction.